Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that a ventilator did not activate an alarm when the flow sensor was not hooked up to the exhalation valve. There was no patient involvement.